Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42 on the g7 sensor. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after following the guidance, the error code did not reappear. The customer was able to successfully start a new sensor session.